Manufacturer narrative:
Siemens filed the initial MDR on 29-jan-2019. Additional information (25-feb-2019): siemens further investigated the issue and analyzed the instrument data files. Siemens determined that immediately prior to aspirating sample ID (B)(6) to test for cardiac troponin I (tni), the instrument produced a process error related to the performance of the photometric module of the instrument. The photometric module does not impact the tni assay and would not contribute to the discordant, falsely elevated tni result. Siemens determined that there is indication of a sample handling or sample delivery issue, which contributed to the discordant, falsely elevated tni result. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl with lm instrument. Siemens observed multiple error messages in the error log of the instrument. Quality controls were within acceptable ranges for tni when the discordant result was obtained, and the tni assay was part of the panel of assays ordered for the affected sample. The customer reported that a process error was triggered on one of the other assays in the panel (total protein) when the discordant tni result was obtained. The customer indicated that they will repeat samples when they obtain elevated tni results and when an independent assay triggers a process error, they will repeat all of the assays ordered in the panel for the sample. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The patient's blood was redrawn, and the redrawn sample was tested on the same instrument; "below assay range" was obtained on the redrawn sample. The initial and redrawn samples were repeated on the same instrument, and results of "below assay range" were obtained the samples. The tni result of 17 pg/ml was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.